Event description:
It is reported that tip broke off into patient's femur.

Manufacturer narrative:
Evaluation summary: the returned part shows fracture of the tip from the base. It is possible that the instrument encountered extremely hard bone or it was impacted off-axis causing it to bend and subsequently failed upon impaction due to bending load. Evaluation: the handle seems to be in good shape, only showing signs of normal wear and tear. Device history records indicate device manufactured to specification.